Event description:
Additional information was received from a company representative (rep) reporting that the patient did not wait the time that was previously stated. It was reported that the call was made in error and after talking with everyone the pump recovered in the appropriate amount of time. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists inthis pe.

Manufacturer narrative:
The h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (0.3 mg/ml) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) this morning and the motor stall recovery did not show until about 9.5 hours after the MRI. The pump had been alarming while they waited to have the pump checked after the MRI. Agent reviewed information regarding motor stalls and telemetry mode following an MRI. It was confirmed that the logs did show a motor stall and recovery occurred, so the agent stated the pump should be fine.